Manufacturer narrative:
(B)(4). The hospital biomed serviced the equipment it is not serviced by maquet. Therefore no service available. The rotaflow was used during transport of a patient in an ambulance. As the rotaflow system is not a valid transportable device for transportation. Therefore maquet assume no responsibility for functionality of the device. Due to off-label use the failure could not be confirmed. The patient was unaffected by the incident. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4). Autonumber: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). While transporting a patient in an ambulance van and after plugging into the vehicle power supply, the rotaflow unit was unable to function on battery power. A battery error was displayed on the console every time they tried to disconnect. The device was used in "off label use" without a transport holder for the rotaflow in the ambulance van.